Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and a cystocele on (B)(6) 2009 and pinnacle pelvic support system and a solyx sis system by boston scientific was implanted. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that patient underwent total abdominal hysterectomy, sacosinous colpopexy with dermal graft and removal of vaginal mesh on (B)(6) 2010 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic prolapse and dysparuenia and mesh was implanted along with the concurrent procedure of anterior repair of mesh with cystocele with graft prosthesis. It was reported that the patient underwent mesh removal and total abdominal hysterectomy on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal spotting.

Event description:
It was reported that following insertion the patient experienced vaginal spotting.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.